Event description:
It was reported that in (B)(6), the pump stopped working but the issues was not determined. The patient had experienced withdrawal; felt itchy, ¿etcetera¿ and had tests done.

Event description:
It was reported that the patient had presented with withdrawal symptoms, but there were no known issues with the system. Specifically, the patient had increased spasticity and clonus. As the pump had less than half its life remaining and there were no obvious issues with the catheter, the entire system was explanted. At the time of report, there was no patient injury or adverse event, though hospitalization had been required. The drug used in this system was gablofen. Ten days later, it was reported that the patient had gone to in-patient rehabilitation, though no further details were given.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed multiple motor stalls and recoveries in the logs. The motor stalls occurred after explant. After doing destructive analysis the technician found nothing significant that may have caused the motor stalls. There are many factors that can cause a pump motor to stall, for instance electromagnetic interference and magnets. The complete catheter was returned. Analysis of the catheter reveled abrasion seen at the proximal end of the catheter body. The location of the abrasion indicated the catheter was most likely rubbing against the pump. The abrasion likely did not affect the infusion.

Event description:
It was further provided and clarified that the patient's medication was not changed. The patient was receiving and continues to receive compounded baclofen and not gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.